Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08715 inches. No under delivery anomaly or over delivery anomaly noted. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had cracked battery tube threads, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized twice. First time, the customer was hospitalized on (B)(6) 2020 due to high blood glucose level with an unknown blood glucose value. The customer felt weak and the customer was treated with insulin drip. Second time, the customer was hospitalized on (B)(6) 2020 due to unknown high loos glucose level. The customer had passed out. The customer was treated with insulin drip. The customer had been using the insulin pump within 48 hours of high blood glucose level. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.